Event description:
It was reported by repair work order that the tracks and the handle extension weldments are worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.